Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of intracardiac electrograms revealed that the pulse generator exhibited a marker anomaly. No intervention was performed. The patient's condition was stable.